Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. Reportedly, the device was difficult to remove and did not achieve hemostasis. Hemostasis was achieved with manual compression. There was no adverse event. No additional information available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.